Event description:
Pt implanted on unk date with curved soft rod, 3-d head for click'x screws and click'x locking cap for ti 3-d head at s1, right side for a lumbar fusion at l4-s1. The rod pulled out of the 3-d head and locking cap postoperatively. The rod appeared to be properly in place on a followup x-ray. Reportedly, the pt heard or felt a pop and an x-ray taken showed the rod displaced from the 3-d head and locking cap. Hardware was removed and replaced. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.